Event description:
Allegedly, the patient was revised in the right side due to corrosion.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.